Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 14 feb 2018, arjohuntleigh received information about an incident which occurred in the regional (B)(6)hospital located in the united states. As per customer's description, a nursing staff assisted with getting patient off the toilet using the sara 3000 lift along the active sling. It was reported that when the resident was lifted, she felt insecure. She started having anxiety and let the support bars off and then she lifted her arms into the air. Once she lifted her arms in the air, her upper body slipped out of the sling and she hit the floor in the bathroom. As an outcome of the issue, the resident pain was reported. During a radiological examination with use an x-ray, no fracture was identified. The device examination was performed on 19 feb 2018. It was observed that the sara 3000 was not according to the manufacturer's specification: mast bolts were loose causing the mast to wobble and the silencer blocks were defective causing the knee pads to be bent down further than normal. The silence blocks are inserted between the knee support holder and a metal chin plate, which the knee support is attached to. The purpose of the silence blocks is to provide greater flexibility of the knee support to adjust their position according to the patient's legs movements. The requirements described in the instruction for use (IFU kkx81010m-en rev. 6 from may 2012) allow to detect any malfunction. As per IFU, the caregiver should weekly i.e. "Perform a full function test on the sara 3000" and "make sure all fixings, screws, nuts are secure and tight." If any problem occur before the use, the device should be excluded from use until will be repaired. Based on the product knowledge and review of previous incidents related to slip out of sling, it comes forward that when the labelling is followed and the sling is placed in the correct way, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (at minimum): the person was not correctly evaluated prior to the transfer (is not suitable to this kind of lift), the chest strap is not applied or applied insufficiently (does not adhere to the patient as recommended in sling instruction for use). Due to limited information revealed by customer facility representative, none of the above scenarios can be pointed out with a certainty as an exact factor contributing to this particular event. To conclude, the sara 3000 lift and the active sling were used for patient's transfer. The sara 3000 was not according to the manufacturer's specification at time of event, however performed investigation showed that device's condition is not considered as contributing factor to resident's fall. We found that the cause of the event was related to subjective reaction of the resident who felt insecure. Although no serious adverse event occurred, we report this event to competent authority due to potential as falling to the floor may result in serious injury if it would reoccur.

Event description:
On (B)(6) 2018, arjohuntleigh received information about an incident which occurred in the (B)(6) hospital located in the united states. As per customer's description, a nursing staff assisted with getting patient off the toilet using the sara 3000 lift along the active sling. It was reported that when the resident was lifted, she felt insecure. She started having anxiety and let the support bars off and then she lifted her arms into the air. Once she lifted her arms in the air, her upper body slipped out of the sling and she hit the floor in the bathroom. As an outcome of the issue, the resident pain was reported. During a radiological examination with use an x-ray, no fracture was identified.